Event description:
The hcp reported they had been weaning a patient down on the intrathecal baclofen dose, for several weeks, in preparation for removing the pump. Approximately every five days they had been decreasing the dose 20-25% successfully, with no adverse effects. When the patient reached 50 mcg/day, the pump was beginning to erode so it had to be removed in 2007. The hcp had planned to wean the patient further but could not due to infection risk. The patient began to experience mild withdrawal symptoms (hypotension). An IV had been started to increase fluids and oral baclofen was prescribed. The hcp was considering giving the patient some dopamine. The patient was admitted to the ICU where they were to be closely monitored. Additional information has been requested from the hcp but was not available on the date of this report.